Event description:
Healthcare professional reported, left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening in posterior side assessed, as unidentified (tear) opening (shell thickness within specification). Pain: unable to observe, as it is a medical event. Not related to the device. Additional observations: no other observation observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported rupture. The device has been explanted and replaced.

Manufacturer narrative:
Continued: e1- facility name: dr (B)(6). Continued: h6- health effect impact code: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.